Event description:
It was reported that the patient had just received a left ventricular assist device (lvad). The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise in all three sensing vectors. It was reported that the electrode may have been damaged during the lvad implant procedure. Technical services advised that, since there was noise in all sensing vectors, it would be best to program the sicd system off. The system remains implanted. There were no adverse patient effects.